Event description:
The lead was returned to the manufacturer after a system upgrade, and subsequently, tested out of specifications during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Visual inspection found outer insulation breached invivo/ depression. Concomitant products: 5076-45 implantable pacing lead 2013 (B)(6); vedr01 implantable pulse generator 2013 (B)(6). (B)(4).